Event description:
It was reported that the patient's right knee was revised due to patient complaint of discomfort and medial laxity. A 4x9 ps insert was revised to a 4x15 ps insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.